Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the devices spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker system exhibited a high out of range pace impedance measurement greater than 3000 ohms on the right ventricular (rv) channel. The rv lead is not a boston scientific product. The patient was subsequently brought into the clinic and troubleshooting was performed. No out of range measurements or electrogram artifacts were observed during the isometric testing. The physician was satisfied with the testing and agreed with the boston scientific technical services (ts) recommendation to reprogram the rv lead to a unipolar pacing and bipolar sensing configuration. This reprogramming was performed, and it was noted that no other out of range measurements have occurred. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited a high out of range pace impedance measurement greater than 3000 ohms on the right ventricular (rv) channel. The rv lead is not a boston scientific product. The patient was subsequently brought into the clinic and troubleshooting was performed. No out of range measurements or electrogram artifacts were observed during the isometric testing. The physician was satisfied with the testing and agreed with the boston scientific technical services (ts) recommendation to reprogram the rv lead to a unipolar pacing and bipolar sensing configuration. This reprogramming was performed, and it was noted that no other out of range measurements have occurred. The products remain in-service. No patient symptoms or adverse patient effects were reported.